Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va055k9, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the reason their implantable neurostimulator (ins) was replaced was because they couldn't feel anything and they thought the wire had moved. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.